Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due high blood glucose of 820 mg/dl. It was stated that the customer was fishing with the family and he collapsed during lunch time, and then the customer was taken to the hosp. It was stated that the customer is on chemotherapy dialysis six days a week. It was reported that the customer had unexplained high blood glucose. The customer's most recent glucose reading was 248 mg/dl and was treated with the insulin pump and manual injections. The programming, time and date on the insulin pump was correct. Ran a fixed prime and high pressure test and the insulin pump passed the test. It was stated that the alarm history showed an error alarm. No further info was provided.